Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger could be moved normally during implantation. However, after implantation, when the intraocular lens (iol) opened / unfolded, there was a major defect on the iol surface/optic. The surgeon had to remove the iol and implant a new one. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/15/2018. Device evaluation: the sample was returned to the manufacturer. Pcb00 device delivery system was received with a sample container. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at 10x microscope magnification was performed and a lack of lubricant material was observed in the device. The pushrod was exposed out of the cartridge tip. The lens was not returned in or out of the device. Therefore, the reported issue could not be verified. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.